Event description:
Rptr had to undergo various operations for capsule problems, has severe pain, deformity, breast lumps, vision problems, abdominal distress, dizziness, restless leg syndrome, chronic infections, severe fatigue, chronic kidney and bladder problems, severe autoimmune disease, severe scar tissue, adhesions, nerve damage, and hair loss.